Event description:
It was reported, called to see patient as PICC line not working. R/v by senior anasthetic nurse x2. PICC flushing but not aspirating. Decision made to remove PICC line, place a peripheral IV to minimize treatment delays and rebook for PICC insertion on (B)(6) 2023. On removal of PICC line, line was inspected. Line noted to be fractured (approx. 5mm in length) at the distal end. Secured with statlock. Internal length 38cm. Used for ivab. No delay to patient's treatment as peripheral IV placed and rebooked for PICC reinsertion on (B)(6) 2023. It was also noted that the needleless connector (clave) had been changed this is standard practice on wards contacted bd for advice re: changing these claves. It was noted that when the needless connector is removed, the pressure inside the line drops and any fluid within the line leaks out distally. Awaiting clarification of the same.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector and use residues were evident throughout. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during pressurization of the sample. Microscopic inspection of the sample did not reveal any damage or evidence of leakage. No deficiencies were discovered during evaluation of the returned sample. Consequently, this complaint is unconfirmed at this time. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, called to see patient as PICC line not working. R/v by senior anaesthetic nurse x2. PICC flushing but not aspirating. Decision made to remove PICC line, place a peripheral IV to minimize treatment delays and rebook for PICC insertion on (B)(6) 2023. On removal of PICC line, line was inspected. Line noted to be fractured (approx. 5mm in length) at the distal end. Secured with statlock. Internal length 38cm. Used for ivab. No delay to patient's treatment as peripheral IV placed and rebooked for PICC reinsertion on (B)(6) 2023. It was also noted that the needleless connector (clave) had been changed ¿ this is standard practice on wards ¿ contacted bd for advice re: changing these claves. It was noted that when the needless connector is removed, the pressure inside the line drops and any fluid within the line leaks out distally. Awaiting clarification of the same.